Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead suture sleeve had migrated down to the coronary sinus. The lead was capped. No patient symptoms were reported. No further information was available.